Event description:
The patient's leads were exposed. Reporter indicated that the extrusion is not believed to be related to an infection, but appears to be related to auto-immune rejection. The patient was referred to neurosurgeon for explant.